Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test or verify drive motor anomaly. Due to critical pump error. The pump was received with corroded electronic assemblies and corroded motor home switch. The pump was received with cracked battery tube threads, cracked retainer, minor scratches on case and minor scratches on lcd window.

Event description:
It was reported that they had motor anomaly. The customer¿s blood glucose was unknown. The device will be returned for analysis.